Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change out due to normal eri. Noise was noted on the atrial lead. The lead possibly will be explanted and replaced. No further information is available.